Manufacturer narrative:
Currently, it is unk wether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: the pt sustained injury and damages associated with her use of defective product, bard ventralex mesh. The pt suffered damages. Specifically, as a result of having the patch implanted in her, the pt suffered disabling pain and required surgical intervention.